Event description:
This complaint was reported through the duraseal post approval study. On (B)(6)2014, the subject underwent a procedure for hnp (herniated nucleus pulposus) involving an incidental durotomy. On (B)(6) 2014, the subject reported low back pain, decreased motor strength at lower left extremities and decreased dorsiflexion and plantarflexion on lower left extremities. Pt underwent an MRI which contained positive results for pseudomeningocele. Pseudomeningocele was later confirmed by principal investigator - on (B)(6) 2014 and pt underwent surgery on (B)(6) 2014 to repair. At the time of the report, serious adverse event (sae) was considered resolved. Investigator feels this is "probably" related to duraseal.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.